Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and calcification. The 1.2 x 6 mm mini trek balloon was advanced and inflated; however, the balloon ruptured during the first inflation of 14 atmospheres (atm), for 10 seconds. It was noted that some resistance was noted during advancement. After removal, a pinhole rupture was confirmed. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the review, no product deficiency was identified.